Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Upon review of the data, it was found that the atrial lead exhibited noise oversensing. Further testing of the lead was recommended. No changes were made.